Event description:
Report #1 of 2 recieved from an abbott international affiliate of a leak at the connection of the luer to the IV access device. The report states: "the tip of the tubing is inserted into the access device and the spin collar is securely tightened. Leakage occurs a few minutes after the connection is made. The access device was an insyte catheter. In 2003, the solution started to leak 20 minutes after the infusion started. The solution consisted of sodium chloride and cisplatin drug. There was no pt consequence reported. Once the leakage was observed, the nurse detached the primary line from the catheter, attached an extension set to the primary line so that the extension set luer tip could be connected to the pt's access device. There was no more leakage reported after the extension set was added to the set up." Though requested, no additional info was provided.